Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the suture post was broken when the device was checked outside the patient. No fragments fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.